Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 07/24/2019. As per product/lot received, updated lot: me2926. H3 evaluation: it was received for analysis an empty opened box, an empty opened foil and fifteen unopened samples of product code j270, lot me2926 during the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device me2926, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: he actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mm2162 date of mfg.: 11/01/2018. Expiration date: 10/31/2023. Batch unknown. A manufacturing record evaluation was performed for the finished device mm2162 number, and no non-conformances were identified. The following information was requested, but unavailable: lot m2926 is invalid; please provide correct lot number . Did 3 devices, (2 of lot mm2162 and 1 of the other lot) had suture breakage issues in a single procedure?

Event description:
It was reported that the patient underwent a gensling, laparoscopic port site procedure on (B)(6) 2019 and suture was used. During closure the suture material broke when attempted to hand tie. No adverse patient consequence reported. No additional information was provided.